Event description:
The pump was returned for investigation. Investigation revealed the display screen is faded and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display is faded, discolored and difficult to read. The test screen used is fully functional and is fully illuminated with no visible signs of fading or discoloration. Investigators were unable to duplicate or verify excessive battery usage. The keypad symbols were found to be worn. (B)(6).